Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked and delayed in responding to presses. Customer's blood glucose level was not impacted. Customer stated they will continue to use the pump for insulin therapy.